Manufacturer narrative:
Pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify insulin flow blocked alarm, bg meter communication errors or anomalies, unexpected sensor errors or anomalies and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer had tried all recommended. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.